Manufacturer narrative:
The device was returned as part of the for annual inspection process forceps elevator has foreign material, inside of light guide was dirty, and connecting tube has foreign objects . The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned to an olympus service center for annual inspection with no complaint. During inspection and testing, foreign material was found on the connecting tube, light guide lens, and the forceps elevator. This report is being submitted for the malfunction [foreign material] found during the device evaluation. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, no physical damage was confirmed on the area where the foreign material remained. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the inside of light guide (lg) lens was dirty presumably due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered lg-lens and corroded. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: suggested event 1: forceps elevator had foreign material/ suggested event 3: insertion tube had foreign material.. The suggested events can be detected and prevented by handling the device in accordance with the following IFU. IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the events. IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the events. Suggested event 2: inside of lg-lens was dirty. The suggested event can be detected by handling the device in accordance with the following IFU. IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. Olympus will continue to monitor field performance for this device.